Event description:
It was reported that this pacemaker exhibited premature battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, but at this time, has not yet occurred. The device will be changed out to another manufacturer. No adverse patient effects were reported. This device was included in the recent hydrogen induced premature depletion pacemakers advisory population.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide updated coding.